Event description:
During an intermedulary (im) nailing of the right femur using the smith & nephew system a 6.4mm drill bit broke off inside patient's hip. A second drill bit (same size) was loaded and used and it too broke off inside patient's hip. Both broken pieces were left inside the bone.